Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Based upon the investigations results, a corrective action/preventive action (CAPA) was not necessary.

Event description:
It was reported to aesculap inc. That a columbus rev f tib.offset cement.t1 (part # nr071z-as) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, during the cementing process of the tibia tray and stem, the cement worked its way into the tibia baseplate. The cement entered the tibia tray at the junction of the inferior side of the tibia tray. The cement obstructed the threaded screw hole for the tibial insert screw. Reportedly, the surgeon spent extra time removing the hardened cement from the small screw hole before the screw was able to be placed. However, the surgeon was able to clear the cement and insert the screw, and then the procedure was able to be continued and successfully completed. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aic reference (B)(4).